Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/10/2009, 05/05/2009, and 05/06/2009 by fax, mail, and phone. A completed questionnaire was received on 04/22/2009. This report was mailed to FDA on: 05/08/2009.

Event description:
A consumer reported experiencing blurry vision at all distances following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported noting glistenings in the iol. It was also reported that the iol was exchanged and that the patient's ucva is 20/20.